Manufacturer narrative:
The occurrence of the event is included in the adverse event section of the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported and device was not returned to ams for analysis. Serial number not provided for lot history review.

Event description:
On (B) (6) 2007, patient was implanted with monarc sling. Vaginal erosion was reported at 6 months after implantation. The mesh was trimmed, unresolved. The device was removed 6 months after implantation. A second sling was placed 6 months after removal of the first one.